Event description:
Unable to work, or do almost anything (at home etc.) Legs and arms have pain, get numb, tingle, strengthless; headache, ovulation pain, problems in menstruation, backache, pelvis ache. Depression, inefficient.